Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device, fractured anchor and suture string was returned. The distal end of the anchor is fractured just above the suture window. All returned items have debris on them. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during s shoulder dislocation procedure, the osteoraptor suture anchor broke during implantation. All the pieces were removed using tweezers. The procedure was completed with a non-significant surgical delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported. Current health status of the patient is good.